Event description:
It was reported that a nurse allegedly 'tweaked' her back when moving a patient off the bed as there was a reduction in brake force due to broken foot end caster stems. No adverse consequences were reported and no medical intervention was needed.